Event description:
It was reported that during a surgery on the knee, the blade broke. It was further reported that the blade came out of the handpiece and struck the surgeon on the visor of his surgical helmet. There was no reported injury to the pt or surgeon.

Manufacturer narrative:
Device not returned for evaluation.